Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for igg antibodies to rubella virus (rubella igg). It is not known if erroneous results were reported outside of the laboratory. For a sample from (B)(6) 2015: rubella igg from the abbott method was 7.21 ui/l (indeterminate). Rubella igg from the abbott method was 6.10 ui/ml (indeterminate). Rubella igm from the liaison diasorin method was negative. Rubella igm index from the liason diasorin method was 0.18. For a sample from (B)(6) 2016: rubella igg from the roche method was 35 ui/ml (positive). Rubella igg from the liaison diasorin method was <5 ui/ml (negative). Rubella igm from the liaison diasorin method was negative. It is not known if an adverse event occurred. No adverse event was reported. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The samples are not available to complete the investigation.